Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: pisces-quad; product ID: 3888-45 (lot: v188956); product type: 0200-lead; implant date: (B)(6) 2009; brand name: pisces-quad; product ID 3888-45 (lot: v264584); product type: 0200-lead; implant date: (B)(6) 2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that an implantable neurostimulator had been non-functional for at least five years due to reaching end of service (eos), with the battery no longer operational. The hospital's MRI department was hesitant to perform an MRI because the device's battery was dead, although a head MRI was successfully conducted. The therapy provided by the device only resulted in 20-25% pain relief. It was noted that the leads had shifted and at least one lead had been disconnected for at least five years.